Event description:
It was reported service report that the cot would not lock in the upright position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Lock tube assembly; track roller assembly; trolley support weldments; fastening components c. (B)(4).